Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments have been made. However, the problem has not resolved. Testing of the device showed that out of range impedances. Surgery to explant the pt's device will be scheduled.